Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up in clinic, there was decreased high voltage lead impedance (hvli) noted on the right ventricular (rv) lead. The rv lead was capped and replaced, and during the replacement procedure there were externalized conductors noted. The patient was stable with no consequences.